Event description:
Boston scientific received information that the patient's right ventricular (rv) lead was dislodged which was confirmed through x-ray and fluoroscopy. The patient was noted to have high pacing thresholds and there was loss of capture. Further, the rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, detailed analysis indicated that the dislodgement allegation against this lead cannot be verified. There were no anomalies noted in helix/tip. The loss of capture allegation was also not confirmed. The lead resistances measures normal. This event was previously reported. See MFR. Report#: 2124215-2019-05112.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Complaint meets criteria.

Event description:
Boston scientific received information that the patient's right ventricular (rv) lead was dislodged which was confirmed through x-ray and fluoroscopy. The patient was noted to have high pacing thresholds and there was loss of capture. Further, the rv lead was explanted. No additional adverse patient effects were reported.